Event description:
It was reported following a right iliac angiogram and stent placement via a left femoral artery access site a 6f angio-seal vip was deployed. The physician reported that after deployment hemostasis was not achieved, bleeding was present and manual pressure with a femostop was necessary to gain hemostasis. In the following days the pt, who was discharged on lovenox due to atrial fibrillation, complained of intermittent left leg claudication. A duplex ultrasound suggested left common femoral artery (cfa) stenosis. The pt was re-admitted for selective angiography 7 days after the iliac stenting procedure. The angiography revealed an obstruction with blood flow through the vessel. The physician believed the obstruction to be the intra-arterial collagen from the angio-seal. The physician treated the occlusion with angioplasty and stenting to the left cfa with repeated post dilation after use of a volcano ultrasound. The sheath in the right femoral artery (rfa) was then sutured in place for future removal via manual compression. The pt was taking coumadin and lovenox, doses unknown, before and after the procedure.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device IFU states that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.